Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead coded and was transferred to the emergency department. The patient reported a shock, however, review of stored device data noted no shock therapy episodes in device memory. High out of range shock impedance measurements greater than 200 ohms was observed. Review of device data noted measurements had been high since device implant on (B)(6) 2020. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).